Event description:
A blood leak was noted in the dialyzer (faulty dialyzer) at the onset of the pt's treatment. The pt lost a circuit of blood and there was a delay in treatment from the time needed to set up a new circuit on dialysis machine.